Event description:
It was reported that patient presented to clinic with an adverse event of pocket infection. It was observed that there was a hole in the skin to the extent the pacemaker (PM) could be visibly seen. The reported infection was determined not to be associated with any Abbott product however; the infection was procedure related. As a result, the PM, right ventricular (RV) and right atrial (RA) leads were explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.